Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, arm 4 had experienced multiple recoverable errors during a procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) had first verified in the logs that error 32100 had been reported by the arm 4 module. The tse noted that, prior to calling support, staff had already performed a hard power cycle and had disabled arm 4 so they could continue the procedure using three arms. The procedure was completing as planned with no reported injury.